Manufacturer narrative:
The adverse event reported was also included on report 2531779-2014-21560. The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a blood glucose of 28 mmol/l with lightheadedness and increased thirst associated with loss of prime warnings on the pump. During a review of the event, the reporter indicated that the pump had emitted loss of prime warnings twice; there were no sudden changes in force noted, the patient confirmed proper preparation of the insulin cartridge, and there were no other reported alarms related to the loss of prime warnings. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.